Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 400mg/dl. The customer stated that the last infusion set change prior to her admission was on (B)(6) 2011. The customer stated that the events leading to her hospitalization was dehydration, no delivery alarms, hyperventilation, ketones in urine, and rapid heart rate. The customer's most recent glucose reading was 176mg/dl. No further info was provided.